Event description:
Patient presented to the physician with the stimulation lead eroded through the skin at the neck incision site. Physician suspected manual manipulation of the area. Physician brought the patient into the operating room, irrigated the neck pocket with antibiotic solution and saline, tucked the stimulation lead, and closed the incision.